Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that a patient underwent a pocket revision due to healing difficulties and discomfort. During revision, the physician chose to replace the ipg as he suspected infection. The patient's symptom was slight discharge at the pocket site. The physician prescribed anecef and did not believe the infection was device related. The patient is reportedly doing well following the procedure.